Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by MFR: the returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. There were numerous hypotube and shaft kinks. There was contrast in the inflation lumen and blood present in the balloon folds. The balloon was tightly folded with the stent attached and in place. The stent damage was to the distal end of the stent as the brackets to the stent were pulled up. The device also had tip damage. The guidewire used in the procedure was not returned for analysis, so a test 0.014 guidewire was used for functional testing. The guidewire passed through the device with no resistance or issues. Product analysis confirmed the reported event, as there were numerous unreported damages to the device. There were both hypotube and shaft kinks, stent, and tip damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that an unspecified material damage occurred. A 12 x 4.00 rebel stent balloon was selected for treatment, but it was noted that the material was defective. No patient complications were reported in relation to this event. However, the device was returned and revealed stent damage.